Event description:
Health professional reported: "unstable right total hip prosthesis required: 1) closed reduction of hip dislocation under general; 2) open reduction right femoral prosthesis to a long stem non-cemented prosthesis with allograft fixation."